Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows the screw found that the saddle had been cracked. This fracture is indicative that there were high forces being placed on the screw head. The imaging provided shows the rod had disassociated from the most caudal screw. No determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that a revision surgery was needed to replace a creo threaded 8.5x45mm polyaxial screw that has migrated post operatively.